Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove (anatomy) or failure to advance (n/a). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported failure to advance appears to be related to a combination of challenging patient anatomy and procedural conditions (clip caught in tissue upon exiting sgc). The reported difficult removal from anatomy and tissue injury appear to be cascading events of the failure to advance. The reported patient effect of tissue injury, as listed in the triclip g4 system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 1212

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4+ on a patient with septated atrium with some different membranes. A triclip xtw was inserted. However, resistance was encountered with a large structure in the heart (a septated atrium with some different membranes), and after the clip was pushed out of the steerable guide catheter (sgc), the clip became immediately caught in the tissue. Troubleshooting was performed, and the clip was able to be gently forced back into the sgc. However, when the clip was retracted into the sgc, a piece of this membrane structure was torn off, and was able to be recovered with the clip delivery system (cds). The sgc and clip were easily removed from the patient, and the patient was discontinued. No clips were implanted. It was noted that the patient suffered no lasting damage. There was no clinically significant delay in the procedure.